Event description:
It was reported that an asymptomatic patient presented in ER after receiving inappropriate high voltage therapy due to post-sensed t-wave oversensing on the ventricular channel. Programming changes were made. Device remains implanted. Patient condition is good.